Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted (B)(6) 2011; 4592 lead implanted, (B)(6) 2008; 4470 lead, implanted (B)(6) 2006; 0158 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt their cardiac resynchronization therapy defibrillator (crt-d) moving in the pocket and suspected their leads were moving or coming out. The patient was subsequently evaluated for potential pocket erosion and the system was removed. No further patient complications have been reported as a result of this event.